Manufacturer narrative:
Evaluation of the device was completed, and as received, the implant coil was found detached from the pushwire inside the protective sheath. The pushwire was found to be bent at the proximal end. The proximal tip of the pushwire was found secured within the guidewire clip; however, the pushwire was found to be broken with the release wire exposed. No defects were found on the implant coil. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the analysis and reported information the implant coil likely detached from the pushwire subsequent to the pulled release wire as is evidenced from the coin pulled back from the lumen stop. The cause for the break in the pushwire could not be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the coiling treatment, when the package was opened the detachment end of the coil was broken. They pulled another coil and completed the procedure. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire inside introducer sheath. The customer reported that they cannot confirm if it was broken in the package or in transition.